Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient was dizzy, very shaky, and disoriented. The wife said there was a comparison, but she was unable to remember the exact number they got from the bg meter. They remembered it was a huge difference and that is how they knew the dexcom was not working correctly. When they arrived at the hospital, a nurse did a finger stick and the bg was 99 mg/dl while the cgm was 40 mg/dl. After that, the patient underwent different procedures. The patient was given orange juice to drink and sugar via IV. The patient was advised to stay in the intensive care unit (ICU) for monitoring; however, the patient refused and went home with his wife. The patient stayed in hospital about 10 hours. Upon returning home, the patient started a new sensor. The patient reportedly felt okay when he got discharged. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available during the time the patient was symptomatic to search within the parkes error grid calculator. The reported glucose values that were taken at the hospital fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.